Event description:
It was reported that pt said he has had bad issue with the magic3 go samples his doctor gave him that put him in the hospital. Specifically, pt said the first three catheters he used worked fine, but by the fourth time he started bleeding, and it kept happening until he was bleeding all over the floor and had to go to the hospital. He said he does have an appt with the doctor to discuss what to do next, but that appointment is far away.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.